Event description:
Using pulsetto vagus nerve stimulator heavily marketed on facebook and social media and game ads. First device flimsy and housing cracked open and exposed wiring and returned for replacement. On (B)(6) 2025, I was using replacement device and started charging it. The indicator light stopped flashing and I picked up device and burned my hand and noted the housing was melting. This device is poorly constructed and a fire and injury hazard and this company needs to be held accountable for placing people at risk and making all the claims they make and push in their ads. There are no serial numbers that I can see and on insistence of manufacturer I have sent the second defective device back to the company. Pt code: 2685. Device codes: 1135, 1437, 1385. Ref report: mw5178703.